Manufacturer narrative:
The excor blood pump, s/n (B)(4) was in use by the patient from (B)(6) 2021 until (B)(6) 2021 (33 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart inc was informed by the site that the patient had developed hemolysis as the ldh value was 2.5 fold greater than the upper limit of normal. The site also reported visible graphite in the air chamber and around the stabilization ring. The pump was also noted to be making a loud "chirp" and a new "crunching" noise. The site provided the following ldh levels: 434 (12/5); 2028 (12/12); 2482 (12/13); and 2715 (12/14). The pump continued to have 100% fill and ejection and was functioning as intended. The patient remained hemodynamically stable. Clinical affairs recommended a pump change. The site contacted clinical affairs again on the morning of (B)(6) 2021 to report that ldh level was greater than 5000 so a pump change was being performed at that time.

Manufacturer narrative:
During initial visual examination of the returned blood pump no graphite accumulation could be detected. In the area of the valves the reported fibrin deposits could be seen. The blood pump was then tested for functional performance. The pump met its required function. During testing the chirping sound reported by the clinic could be reproduced. A slight vibration of the valve leaflets was also detected. Analysis of the valves showed no deficiencies. Through further analysis, it was detected that the thickness profile of a leaflet in the valve varied slightly. This variation in thickness profile was noted in a single leaflet in both valves of the pump. However, the values were still within specification. The valves were checked at berlin heart, gmbh during production. The production records showed that all the valves were in specification. The squeaking noises could be confirmed through the analysis. Based on investigation findings, it was determined that the squeaking of the valve was related to vibration of the leaflets. Therefore a correlation between the pump and the increased hemolysis values of the patient cannot be excluded. Historically, the squeaking noise that the site reported has been reported very infrequently. However, more events have been reported recently. Berlin heart gmbh, the manufacturer of the blood pumps, has investigated these reports and has implemented additional testing to identify the blood pumps with squeaking valves during the production process. For further analysis, the blood pump was disassembled, and the membrane layers were individually examined. All three layers of the membrane were intact, and no defect could be found. The graphite was evenly distributed. The stabilization ring had no defect. After opening the blood pump, a minimal amount of loose graphite was found at the stabilization ring. During production of the excor blood pumps, graphite powder is applied to both surfaces of the air-side layer and middle layer and to the inner surface of the blood-side layer of the triple layer membrane. Once the pump is in use on a patient, some graphite powder particles might come loose from the outer surface of the air-side layer.